Event description:
It was reported that the device was in backup vvi mode when an asymptomatic patient presented in-clinic for a follow-up. A device download was performed successfully. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.